Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported thrombosis could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus during the procedure. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation. During clip deployment, a 3.0 x 1.5 cm sized thrombus was noted in the roof of the left atrium. It was decided to deploy the clip and remove the clip delivery system (cds). Medication, actilyse, was administered through the steerable guide catheter (sgc). After approximately twenty minutes, the size of the thrombus reduced in size to approximately 0.5 x 0.5 cm. Mr grade was reduced to grade 1-2 with one mitraclip. The patient did not experience any adverse sequela and remained stable and in good condition. Reportedly, there was no relationship between device and thrombus. No additional information was provided.